Manufacturer narrative:
Date of event: unknown. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the customer is finding that between the adapter for the tubing and the piece that attaches to the vacutainer holder of the bd vacutainer® winged safety pbbcs, there appears to be some air leakage that is causing tubes to not fill correctly. No serious injury or medical intervention reported.